Event description:
The 840 ventilator stopped cycling while in use on a pt. There was no report of any pt harm or injury. The nellcor puritan bennett customer support engineer (cse) inspected the device and verified the alleged event. The cse replaced components associated with the error codes found in memory and the unit passed extended self testing.